Event description:
The customer reported that he did call the ambulance couple of times due to low blood glucose, but he was not taken to a hospital. The glucose reading was 17mg/dl. The customer stated that one time his neighbor visited him and he was unconscious; then the ambulance was called, and he was treated with IV d50. The customer stated that he had lunch and believes the insulin pump was reading high, he probably took insulin. The caller stated that in another day happened the same thing, and apparently he was unconscious for 8 to 10 hours. He woke up by himself, but he could not move. The customer wears the button on his neck to call for help, then he pressed the button and the paramedics came out. The customer believes that he probably gave himself too much insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.